Manufacturer narrative:
The patient required revascularization of the target vessel. This is being reported as a follow-up to the clinical study. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. The drug information is noted below: stellarex 0.035 otw drug-coated angioplasty balloon; paclitaxel drug, 2.6 mg; therapy date: (B)(6) 2014; adjunct to pta in the treatment of denovo or post pta occluded/ stenotic or restenotic lesions (excluding in-stent) in fem-pop arteries. Lot #: 14e2750803; expiration date: 12/01/2014; UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the u.s. (B)(6). Combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
On (B)(6) 2014, the patient underwent an index procedure of a 60 mm, 80% stenotic denovo lesion of the right mid-sfa. The lesion was predilated using a 4 x 80 mm balloon and inflated to 12 atm, resulting in 0% stenosis. Then, a 5 x 80 mm stellarex balloon was inflated to 10 atm for 1 minute, resulting in 0% stenosis. No complications occurred. The patient was discharged per plan. On (B)(6) 2017, the patient was admitted for 95% stenosis of the right target vessel. The patient underwent an angioplasty with laser, resulting in 0% stenosis. The site indicated that this is not likely related to study procedure or study device. The site documented this event as ongoing.